Manufacturer narrative:
This is one of two device reports associated with this event.

Event description:
The plaintiff's attorney alleged that the patient experienced cardiopulmonary arrest and subsequently expired, which is alleged to have been caused from the patient's exposure to the product during dialysis.